Manufacturer narrative:
Please retract this report 2017865-2013-04839 the same issue was reported as 2017865-2013-04659.

Event description:
It was reported that the atrial lead exhibited unacceptable thresholds, poor sensing and capture. The lead was repositioned successfully.